Manufacturer narrative:
MDR (B)(4) / initial 1 of 2 e1: patient city: (B)(6) patient country: united states based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient faced an event with infusion sets where infusion sets had bent canula and patient reported high blood glucose levels on (B)(6) 2026 and unexpected medical intervention.